Event description:
A medtronic representative reported, the site camera was working initially but began to intermittently track after being set-up. This was discovered prior to a case, and no pt was present.

Manufacturer narrative:
Passive tracking was found to be only slightly reduced at the back of the volume after warm-up during functional testing. The position sensor unit (psu) passed the aak test at .11mm with above normal line separation of 2.07mm. Test software adjusted the line separation to .06mm. The psu passed subsequent functional and aak tests and is now fully functional. RMA issued. Replacement shipped 10/07/2011.